Event description:
It was reported that the stenoscope system would not save pt info. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cmos battery was replaced and the files were cleaned and settings reset during the svc call. The system was tested and found to be working as intended and put back into svc.